Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was wearing the pod on the left upper arm for approximately 76 hours, beyond the guaranteed wear time. The patient experienced an infection, swelling, inflammation, and pain at the infusion site. The patient removed the pod prior to seeking medical attention on (B)(6) 2026. The patient met with the general practitioner for approximately 30 minutes and was diagnosed with an infection. The patient was treated with antibiotics for 14 days along with an antibiotic cream. The pod is not available for evaluation. A new pod was applied.